Event description:
Attempting to use disposable retrieval net during egd (esophagoduodenostomy). Device never deployed outside sheath and guidewire (outside patient) actually buckled. Three different devices (all same lot number)acted the same way. Fourth device from different lot number worked successfully. All devices of that lot number sequestered and replaced.